Manufacturer narrative:
Reported event: an event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection was performed on three of the retain samples of the reported lot while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Functional inspection: functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The samples met the required specification for the test. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been one other similar events for the lot referenced. This relates to setting time for the same patient, at the same time, therefore no further trending is required for this commonality. Conclusions: it was reported that the simplex cement setting time was shorter than expected during a total hip replacement. The event was not confirmed. Visual inspection was performed on three of the retain samples of the reported lot while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The samples met the required specification for the test. The exact cause of the event could not be determined. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The customer reported that the simplex cement setting time was shorter than expected during a total hip replacement. 1st cement mix - theatre protocol for mixing cement adhered to: inserting exeter 56 stem at 4 mins the surgeon noticed cement setting earlier than usual: cement set at 5 mins 30 seconds and implant was not fully seated. Implant and cement removed using burrs . Exeter 50 short stem was trialed and satisfactory reduction achieved. The surgeon was informed we were using cement from the same batch number for the second implant. 2nd cement mix - theatre protocol for mixing cement adhered to - inserting exeter 50 short stem at 2 mins the surgeon again noticed cement setting and as previously occurred cement setting was 5 mins 30 sec approximately . Implant was fully seated prior to this time and reduction satisfactory.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The customer reported that the simplex cement setting time was shorter than expected during a total hip replacement. 1st cement mix - theatre protocol for mixing cement adhered to - inserting exeter 56 stem at 4 mins the surgeon noticed cement setting earlier than usual - cement set at 5 mins 30 seconds and implant was not fully seated. Implant and cement removed using burrs . Exeter 50 short stem was trialed and satisfactory reduction achieved. The surgeon was informed we were using cement from the same batch number for the second implant. 2nd cement mix - theatre protocol for mixing cement adhered to - inserting exeter 50 short stem at 2 mins the surgeon again noticed cement setting and as previously occurred cement setting was 5 mins 30 sec approximately . Implant was fully seated prior to this time and reduction satisfactory.